Manufacturer narrative:
(B)(4).

Event description:
It was reported that the patient received inappropriate shocks. The system was explanted. The patient&#38112;condition before, during and after procedure was good. No further information is available.

Manufacturer narrative:
The reported field event of inappropriate hv therapy was not confirmed in the laboratory. The device image was reviewed and noise was noted but no hv therapy was delivered. The device was tested on the bench and no anomalies were found. The cause of the noise could not be determined.